Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. Concomitant medical products; ddbc3d1 ICD implanted (B)(6) 2016.

Event description:
It was reported that the patient presented to the emergency department and was admitted as the result of a right ventricular (rv) lead integrity warning attributed to elevated sensing integrity counter (sic) counts and non-sustained tachycardia episodes. This lead warning has occurred on three occasions over a ten day period. No changes were made, the lead integrity warnings cleared, and monitoring continues. The same occurrence also revealed far field r-wave (ffrw) oversensing with the patient's right atrial (ra) lead. Subsequent to the initial report both rv and ra leads were explanted and replaced. In addition, an earlier implanted rv lead was explanted and returned to the manufacturer with no information and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.